Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The complainant indicated that the device was disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2008, iit was reported to boston scientific corporation, that a procedure using a prolieve thermodilitation kit, to treat benign prostatic hyperplasia (bph) occurred. According to the complainant, between the cartridge and the catheter, they could not sustain the pressure above 10 psi. The physician completed the case with another prolieve thermodilitation kit. There were no complications and the patient's condition was reported as "good."